Event description:
It was reported that the patient was involved in a fight. Patient presented to the hospital after receiving inappropriate shock. The device was explanted when a hardware reset was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed the hardware vvi (hwvvi) reset in the laboratory. The device went into hwvvi during delivery of a high voltage shock. X-ray analysis revealed a broken wire in the connector head. Due to the open connection, the device delivered into an opened load and put the device into hwvvi.

Event description:
Major pump unit(s) involved: external control system failure;controller malfunction.specific component(s) involved: external controller malfunction;inappropriate alarms.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.implant device type: lvad.